Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer arrived at the device and identified that main half height 3-2 was not detected on the bus, with no control over the drawer or its contents in diagnostics, powered down the device and inspected the rear connections, where a partially seated ribbon cable at the drawer controller was identified. After reseating the connection, control of the drawer and pockets was restored, and all pockets were released, inspected the trays and found minimal debris, with all remaining ribbon connections in good condition, performed diagnostic testing and uploaded the results to the system. The customer completed a full inventory and successfully inventoried several non-narcotic medications from the drawer, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.